Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced, the system was calibrated, and the foot switch was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system intermittently would not perform fluoroscopic x-ray and displayed a filament regulator error message. No patient injury was reported.